Manufacturer narrative:
(B)(4). D4: there are three different products used during the initial surgery. It was not identified which product caused the event. The possible products are: item#: 110024773, juggerstitch curved implant; lot#: 558200; manufacture date: june 17, 2022; expiration date: june 17, 2027; UDI: (B)(4). Item#: 110024773, juggerstitch curved implant; lot#:603010; manufacture date: june 27, 2022; expiration date: june 27, 2027; UDI: (B)(4). Item#: 110024773, juggerstitch curved implant; lot#:157430; manufacture date: may 3, 2022; expiration date: may 3, 2027; UDI: (B)(4). G2: foreign: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the surgeon did not approve for return of the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial surgery approximately three months ago and during that surgery while the surgeon was implanting the implant the needle fractured off the instrument. The patient retained the needle. Subsequently, the patient underwent a revision surgery to remove the foreign body from the patient. The surgeon was able to remove the end of the needle without any problems.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h6. Upon receiving additional information of the reported event, it was determined that the event had been previously reported on. The initial report should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.